Manufacturer narrative:
A sample product was not returned for analysis. Product history and complaint records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that an intraocular lens (iol) was not implanted due to a defect. Additional information was requested.